Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient said he did not see anything unusual with the supplies, and did not know how air got into the line. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 3. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and recommended the hp finish with manual supplies and contact their nurse. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp said he did not see anything unusual with the supplies, and did not know how air got into the line. The hp said the lot number was unknown and no sample was available. The hp said he notified his nurse. The hp said the hc had worked beautifully since the alarm. No patient injury or medical intervention was reported.